Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting out from insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer reported crack and chipped around reservoir compartment, battery sometimes last less than a week. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No charge battery and failed battery anomaly noted during test. Device received with cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).